Event description:
A health care professional reported receiving a low reading of 342 mg/dl on their blood glucose monitor. The laboratory reference reading of 830 mg/dl was received within 10 mins. The results when plotted on a parkes error grid fell out of range showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the adc customer service rep assisted the health care professional in referring them to the operator's manual and package insert limitations of procedure section. In the labeling of precision xceed pro blood glucose test strips limitations of procedure section it states "test results may be erroneously low if the pt is severely dehydrated, severely hypotensive, in shock or in a hyperglycemic-hyperosmolar state (with or without ketosis)."

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing.